Event description:
It was reported via trial that approx 10 months post xience v stent implantation in a restenosed mid right coronary artery (mrca) and direct stenting to a de novo proximal circumflex artery (pcx), the pt experienced angina which resolved with medication. On (B)(6) 2010, the pt was diagnosed with a non-st elevation myocardial infarction (nonstemi) and was taken to the catheter lab where 95% in-stent restenosis (isr) was found in the mrca and 90% ostial isr was found in the pcx. Cutting balloon procedure was performed. On (B)(6) 2010, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The other xience v (1009541-18, 9051443) is being reported under a separate medwatch report number. Eval summary: there was no reported product deficiency. The reported angina, myocardial infarction (mi) and re-stenosis are listed in the instructions for use (IFU) as known adverse events. It was reported that the xience v stent was implanted with no pre-dilatation. It should be noted that the IFU states "to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent." The direct stenting (no pre-dilatation) does not appear to have contributed to the reported pt effects as the pt effects were reported 10 months posts to procedure. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatments appear to be related to the operational context of the procedure.